Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 238588 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot: 238588, test base part number 10732998/ lot: 237180. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 238588 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.

Event description:
The customer reported four (4) false positive results with the determine hiv 1/2 ag/ab combo 25t performed on various dates on four (4) patients. This MFR. Report addresses patient test two (2) of four (4). The customer reported a false positive result with determine hiv 1/2 ag/ab combo 25t performed on 11oct2023 on a plasma sample. Confirmation testing was performed via chemiluminescent amino assay on (B)(6) 2023 and generated a negative result. Although requested, no additional information, including patient treatment and outcome, was provided.